Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump would not deliver full dose of bolus or basal. Customer changed out the set three times last night and went to sleep. In the morning he ate breakfast, bloused and device alarmed no delivery. Customer's blood glucose was unknown. Customer was advised to disconnect at the quick released and to perform fixed prime, insulin did exit. Customer removed site, cannula was not bent or occluded. Customer's blood glucose at night was over 400 mg/dl. Customer stated the cannula was bent. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.